Event description:
Ambulatory care rn reports fluid would not flow through 3 different sets of tubing. She questioned if the valves could be on backwards? All 3 tubing sets were removed from service and retained for evaluation purposes. The 4th set of tubing worked appropriately.